Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted the lead was returned in 3 segments ¿ a terminal segment severed 128mm from the terminal pin and 2 mid-body segments, one measuring 400mm and the other consisting of only a 31mm segment of the trilumen insulation; the tip segment of the lead including the distal spring electrode was not returned. Cuts and tears were noted throughout the lead insulation in addition to stretched and deformed conductor coils in places. Instances of the conductor cable looping out through the insulation were also observed indicating the lead was pulled with force and then let go. X-ray of the lead segments found no further issues. Laboratory analysis was unable to confirm the reported clinical observations as electrical and mechanical testing were not possible due to the condition in which the lead was returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited undersensing. Pacing threshold and impedance measurements were noted within normal limits. As the device was at elective replacement indicator (eri) a revision procedure was performed wherein the patient's system was explanted and replaced; the device was subsequently discarded. No adverse patient effects were reported.